Manufacturer narrative:
The reported event of forcibly having to untighten the a-setscrew was confirmed. The analysis found epoxy to be the substance found in the a-connector block threads, which caused the a-setscrew to be stuck in place and have to be forcibly untightened by l-wrenches. When the setscrew was tightened on the lead during the implant procedure the epoxy in the threads caused the setscrew to be locked in place and unable to be normally untightened. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure when the torque wrench was applied to loosen the set-screw on lead, it could not be applied properly and the set-screw could not be removed. The screw was removed forcibly. It was noted the wrench-hole on the screw was crushed. The pacemaker was not used and replaced. There were no adverse consequences to the patient.